Event description:
Boston scientific received information that this product was part of a system revision due to infection. This implantable cardioverter defibrillator (ICD) was explanted and placed externally for temporary pacing. The device was removed three days later and a new system was implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.